Manufacturer narrative:
Correction: date of event. Additional information: imdrf annex b code and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the air in line alarm failure could not be confirmed or replicated, due to the suspect devices were not returned for this investigation. No suspect device was returned for this investigation; therebefore, external and internal inspection could not be performed. Laboratory testing could not be performed; the incident device was not received for this investigation. A review of the logs could not be performed. The "device", pcu or the system logs were not provided. The air-in-line- alarms alaris ® system tip sheet states de methods to reduce air-in-line: 1. Do not stretch the tubing (especially the pump segment in the blue sheath) when removing IV tubing from the package and inserting into the alaris® pump module. 2. Ensure that the drip chamber is 2/3 full and hanging vertically. 3. Slowly prime to avoid turbulence. 4. When inserting the tubing into the air-in-line (ail) detector, use a fingertip, firmly push tubing toward back of ail detector (refer to picture). 5. If possible, allow solutions to warm to room temperature, when infusing a chilled solution air bubbles may form as cold solutions begin to warm. 6. Keep alaris® system level with or slightly lower than patient to maintain positive pressure. 7. Pause the channel before replacing a fluid container to avoid air entering the IV tubing. 8. Clean the ail detector as needed using a cotton swab moistened with water. 9. If the device continues to alarm for ail, label the module and send it to bio-medical engineering. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Root cause: the root cause of the air in line alarm failure was unable to be determined. The suspect devices were not returned for this investigation, and no additional event information was provided. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that "air bubbles passed through the line", but the device did not alarm air-in-line. There was patient involvement, but no harm. Per report, the facility's biomed tested the device and it passed the inspection and preventive maintenance. Although multiple requests have been made, the customer did not provide any additional information.

Event description:
It was reported that "air bubbles passed through the line", but the device did not alarm air-in-line. There was patient involvement, but no harm. Per report, the facility's biomed tested the device and it passed the inspection and preventive maintenance.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: e2401 - insufficient information, f28 - appropriate health impact term/code not available. Correction: describe event or problem. Additional information: imdrf annex e, f codes and manufacturer narrative. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that "air bubbles passed through the line", but the device did not alarm air-in-line. There was patient involvement, but no harm. Per report, the facility's biomed tested the device and it passed the inspection and preventive maintenance. Although multiple requests have been made, the customer did not provide any additional information.